Event description:
I placed an order on (B)(6) online website for a malem alarm for my (B)(6). This is an unsafe product for children. My (B)(6) got saved from getting seriously hurt in the middle of night on just the second night of use. The alarm got so hot that my son pulled it from his t-shirt and threw it on ground and shouted. I ran to his room to see what happened and was surprised to know that an alarm can get so hot like an iron. How can the children's products be so unreliable and dangerous? This alarm seems to be a total junk. It is horrible and dangerous. My son has a small red patch on his neck which is very painful for him and frustrating for me. Now my son and me are so scared to try any other product like this and in future before buying anything for my son I should be extremely cautious.